Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that viscoelastic product was used during a cataract surgery. A secondary procedure had to be performed to remove a mass from the patient's eye that was attributed to the viscoelastic use. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Clarification and review of original complaint information has further clarified that this report involved two cataract surgeries whereby both patients required a second procedure in order to remove a mass that was believed to have been attributed to the viscoelastic product used during their procedures.